Manufacturer narrative:
Per the user guide; do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently delivered too large of a correction bolus and blood glucose (bg) lowered to 55 mg/dl. Juice was consumed to address bg. Recommendation was made for the customer to discuss the event with a healthcare provider.